Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. All the planned devices were deployed successfully but a type ia endoleak and a type ib endoleak (left side) were noted. Thus, aortic extender and contralateral leg components were additionally implanted. The type ia endoleak disappeared but the type ib endoleak was uncontrollable. Therefore, unplanned embolization for the left internal iliac artery was performed and an additional contralateral leg component was implanted. The treatment area was extended into the external iliac artery. The type ib endoleak disappeared. The final angiography showed a type ii endoleak originated from the iliolumbar artery. A wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s blood vessel condition was quite poor, so unplanned embolization of the left internal iliac artery was unavoidable.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H6: code a27: used to capture type ii endoleak leading to unplanned embolization of left internal iliac artery h6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. H6: code d1001: used to describe the patients blood vessel condition, making the unplanned embolization of the left internal iliac artery unavoidable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.